Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16.5 mm from the distal end. There was scratch around the broken point and the coating of the probe was partially missing around the scratch. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe and the coating were damaged when the user activated output contacting with metal or something hard object, besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. The probe of the subject device broke off and fell into the patient body. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. On february 21, 2019, olympus medical systems corp. (Omsc) found that the coating of the probe was partially missing. This is the report regarding the breakage of the probe and the missing of the probe coating.